Event description:
Customer reported that the site of sensor application on patient had turned reddish black in color four days post-procedure. Medtronic has requested additional information associated with the complaint and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Manufacturer narrative:
The sensor was visually examined for any anomalies. It was observed that there was material stuck to the sensor and the sensor was also damaged. The sensor should be returned with its patient side liner to prevent damage occurring. The sensor is designed for single use only and may not be re-used. The sensor was connected to a fi rsc-2 reusable sensor cable, fi pre-amplifier and the fi test-bed device. The sensor failed with a 'replace sensor' message coming up on the display screen and no rso2 values could be obtained. Because no information could be obtained from the sensor, and also the contamination/damage to the sensor, no further investigation could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the site of sensor application on patient had turned reddish black in color 4 days later. There is patient involvement but patient harm is not clear at this time.